Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 13113 was returned and analyzed. Visual inspection showed that the catheter was intact with no apparent issues. It was used for two applications on the date of event. It was connected to the console following a warmup time of 30 minutes and the catheter was recognized. It failed the performance test due to a system notice #50005 (leak detection). Further inspection through pressure testing revealed an out balloon pin hole breach. Upon dissection, a guide wire lumen breach was also observed. In conclusion, the balloon catheter failed the return product inspection due to a guide wire lumen breach issues. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter tested out of specification per the manufacturers investigation.